Manufacturer narrative:
Follow up #1 date submitted: 02-apr-2019 animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The device was returned to the manufacturer and investigation completed by product analysis on 01-apr-2019 with the following findings: device analysis: on investigation the prime history in the pump revealed two prime events performed on 18_jan-2019 at 9:26 am; one for 12.8 units and one for 0.6 units. All primes performed during testing were accurately recorded in the pump history. Investigation did not duplicate the complaint. This report is made under the requirements of the health authority regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.

Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2019, the reporter contacted animas alleging the pump made a duplicate recording of a bolus delivery. There is no indication the alleged product issue caused or contributed to an adverse event. This complaint is being reported because the issue may lead the patient to dose improperly.